Manufacturer narrative:
The device was no returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a transforaminal lumbar interbody fusion (tlif) procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by 50 minutes. It was reported that the site was unable to transfer an exam from the imaging device. The site took a spin, however, on the navigation device, a receiving dialogue never appeared and the imaging device showed failed to transfer. They rebooted both systems and attempted to push manually, however the imaging device then showed failed to upload digital intercommunication of medicine (dicom) files. They took another spin, however now the spin did not have a nav tag and could not push to the navigation device. They brought in a different navigation device and took a spin and were able to proceed with the case. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system logs were provided, but provided insufficient information to determine the cause of the issue. If information is provided in the future, a supplemental report will be issued.